Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. Siemens has requested additional information including the data files for investigation several times. To date, the information has not been received. The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results for one patient on the rl 348 ex when compared to a non-siemens hematology analyzer. There is no report of injury due to this event.

Manufacturer narrative:
This MDR was filed in error. The rl 348 ex has not been cleared for sale or available in the us.